Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device had an unexpected loss of power. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.